Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump battery took longer to charge than expected. The customer disconnected the pump and plugged it in a second time and shortly after noticed that there was a spark at the usb port. Subsequently, the pump shutdown unexpectedly. The customer's blood glucose level ranged from 108-145 mg/dl. Customer reverted to an alternate method of insulin therapy.